Event description:
It was reported by the customer that during a wisdom tooth extraction, the handpiece became hot to the touch, causing redness on the pt's lip. The doctor applied a non prescription antibiotic ointment, bacitracin, to the pt's lip.

Manufacturer narrative:
The handpiece involved in the reported event was evaluated. During the evaluation, the technician was unable to duplicate the reported event. Preventative maintenance was performed on the handpiece and returned to the customer.